Event description:
It was reported that the patient presented in clinic for initial implant procedure. After the atrial lead was placed during procedure, it was found that the atrial lead exhibited high pacing impedance, high capture threshold and no capture. Blood was found inside of the electrode, indicating possible insulation breach. The atrial lead was not implanted and an alternative near at hand was implanted on (B)(6) 2021. There were no patient consequences.